Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: 16april2019. The fse replaced the power switch overlay and the issue was resolved. The fse also replaced the unit's filters, battery, cooling fan, blower assembly and tubing kit as part of preventative maintenance. The device was not being used for treatment when the reported event occurred, and there is a relationship of the device to the reported problem.

Event description:
It was reported that the unit had a faulty light emitting diode (led) indicator that powered off if the unit vibrated. There was no patient involvement. Event date not specified, estimate used.